Manufacturer narrative:
Product event summary: an image file and the pscc100 loop catheter with lot number 0012358666 were returned and analyzed. The image showed a loop catheter with a visibly knotted array proximal to the distal tip; and a guidewire was observed to be threaded and extended beyond the distal tip of the catheter. Visual inspection showed the catheter was received without the guidewire threaded through. The guidewire lumen was received retracted, and with a damaged array loop assembly. The shape of the catheter array was inverted, and the distal arm was knotted over the guidewire lumen at the vicinity of the tip. The pebax involved into the knot was twisted and pinched distally to the electrode 1. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and at dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. Mechanical verification of the steering and slide mechanisms showed the slide control function was stiff despite softening of the guidewire lumen. The steering function was normal; the distal catheter tip responded with the expected rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit ablations to be performed using the generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported array knot was co nfirmed during testing. The loop catheter did not pass the returned product inspection due to a knotted array, pinched and twisted pebax tubing, and an inverted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, slight pressure was required when retracting the array into the sheath. It was also reported that on fluoroscopy, the array showed an unusual configuration. Once fully inside the sheath, the array was easily retracted from the patient and visual inspection showed that the array had a knot at the distal arm. It was surmised that the knot formed during difficult cannulation of the right inferior pulmonary vein (ripv) due to twisting and wire retraction required to cannulate. Subsequent ablations were performed and the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.